Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold was observed. Patient was asymptomatic. The lead was explanted when repositioning was unsuccessful. It was noted after extraction that a steroid plug was found in the helix. Patient condition was fine